Event description:
See h10.

Manufacturer narrative:
Summary: items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions: preparation of the azur system for delivery: remove the azur detachment controller from its protective packaging. Pull the white pull-tab from the side of the detachment controller. Discard the pull-tab and place the detachment controller in the sterile field. The azur detachment controller is packaged separately as a sterile device. Do not use any power source other than the azur detachment controller to detach the coil. The azur detachment controller is intended to be used on one patient. Do not attempt to re-sterilize or otherwise re-use the azur detachment controller. Prior to using the device, remove the proximal end of the delivery pusher from the packaging hoop. Use care to avoid contaminating this end of the delivery pusher with foreign substances such as blood or contrast. Firmly insert the proximal end of the delivery pusher into the funnel section of the azur detachment controller. Do not push the detachment button at this time. Wait three seconds and observe the indicator light on the detachment controller. If the green light does not appear or if a red light appears, replace the device. If the light turns green, then turns off at any time during the three-second observation, replace the device. If the green light remains solid green for the entire three-second observation, continue using the device. Hold the device just distal to the shrink-lock and pull the shrink-lock proximally to expose the tab on introducer sheath. Slowly advance the coil out of the introducer sheath and inspect the coil for any irregularities or damage. If any damage to the coil or delivery pusher is observed, do not use the device. With the distal end of the introducer sheath pointed downward, gently retract the implant back completely into the introducer sheath about 1 to 2 cm. Detachment of the coil the azur detachment controller is pre-loaded with battery power and will activate when a delivery pusher is properly connected. It is in a ¿power off¿ mode when no delivery pusher is attached. It is not necessary to push the button on the side of the azur detachment controller to activate it. Verify that the rhv is firmly locked around the delivery pusher before attaching the azur detachment controller to ensure that the coil does not move during the connection process. Although the delivery pusher¿s gold connectors are designed to be compatible with blood and contrast, every effort should be made to keep the connectors free of these items. If there appears to be blood or contrast on the connectors, wipe the connectors with sterile water or saline solution before connecting to the azur detachment controller. Connect the proximal end of the delivery pusher to the azur detachment controller by firmly inserting the proximal end of the delivery pusher into the funnel section of the azur detachment controller. When the azur detachment controller is properly connected to the delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the azur detachment controller. Verify the coil position before pushing the detachment button. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the azur detachment controller attached to the delivery pusher and attempt another detachment cycle when the light turns green. The light will turn red after the number of detachment cycles specified on the azur detachment controller labeling. Do not use the azur detachment controller if the light is red. Discard the azur detachment controller and replace it with a new one when the light is red. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system. After detachment has been confirmed, slowly retract and remove the delivery pusher. Advancing the delivery pusher once the coil has been detached involves the risk of aneurysm or vessel rupture. Do not advance the delivery pusher once the coil has been detached. Investigation conclusion: the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that during a portosystemic shunt embolization case. The coil was unable to be deployed and the coil unintentionally detached in the catheter. The device was removed, and the case proceeded using alternate coils. There was no patient injury nor intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use IFU identifies premature coil detachment as a potential complication associated with use of the device.